Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions: per instructions for use: under warnings: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices, using the pre-close technique, via a 9f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. A femoral angiogram was not taken. Reportedly, the pre-placed suture of one of the proglide devices was found to be "partially torn"; however, the suture was able to be used as it was not in two pieces. The sheath was upsized to a 14f. The tavi was completed and hemostasis was achieved with the pre-placed sutures of both proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: concomitant medical products: sheath size changed from 7f to 9f. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The reported difficulty appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.